Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized elevated blood glucose (bg) level with ketones. Bg value not provided and cause was not known. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and the customer had no permanent damage. Customer could not recall when they were released from the hospital. Ultimately, they reverted to an alternate method of insulin therapy.